Manufacturer narrative:
(B)(4). Title a novel technique of hand-sewn purse-string suturing by double ligation method (dlm) for intracorporeal circular esophagojejunostomy source circular esophagojejunostomy, volume 3, 2019 (290-300) date of publication: 25 july 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed from april 11 to may 2018, 166 patients underwent laparoscopy-assisted total gastrectomy (latg) with a roux-en-y reconstruction while 36 patients had laparoscopy-assisted proximal gastrectomy with jejunal interposition. Esophageal injury during the anastomotic procedures occurred in 2 patients during latg, which required operation be converted to open surgery because the esophageal wall was withdrawn into the mediastinum, and the hand-sewn purse-string suturing was impossible laparoscopically. On the other hand, 63 patients needed additional suture reinforcement at the esophagojejunostomy site. Anastomotic leakage at the esophagojejunostomy site occurred in 4 patients. Among them, 1 patient developed a grade iiia pancreatic fistula followed by a secondary anastomotic leakage, and 1 patient required additional surgical procedures. Anastomotic strictures at the esophagojejunostomy site occurred in 12 patients. All of them were successfully treated by endoscopic balloon dilatation. Other postoperative complications are bowel obstruction, pancreatic fistula, and intra-abdominal abscess. Reoperations were required in 11 patients. The causes of reoperation were pancreatic fistula (1 patient), mediastinitis due to anastomotic leakage (1 patient), and bowel obstruction (9 patients).